Event description:
The sales representative reported on behalf of the customer that the c6400, spectrum mvp suture passerdisposablecrescentm, was used during a shoulder stabilization procedure on an unknown date when it was reported ¿spectrum hook snapped in joint.¿. The procedure was completed with an alternate device after a 20-minute delay. There was no report of injury, medical intervention, or hospitalization for the patient. There was no report of material fragmentation of device. The device was discarded by the user facility. Further assessment answers were requested of the reporter; however, to date we have not received a response. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that prior to use, always inspect and test instrument for proper function by actuating both switches to ensure that suture clip and suture loop both are working properly. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the c6400, spectrum mvp suture passer disposable crescent m, was used during a shoulder stabilization procedure on an unknown date when it was reported ¿spectrum hook snapped in joint.¿. The procedure was completed with an alternate device after a 20-minutes delay. There was no report of injury, medical intervention, or hospitalization for the patient. There was no report of material fragmentation of device. The device was discarded by the user facility. Further assessment answers were requested of the reporter; however, to date we have not received a response. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.